Manufacturer narrative:
Device # 1: proglide part # 12673-03, lot# 82021-6h indicated is being filed under medwatch MFR number 2953144-2009-01870. Device # 3 proglide part # 12673-03, lot # 82021-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided; review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device # 2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide devices were used with the same results. A starclose se device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.